Event description:
It was reported that a patient fell on their back and since then had an increase in frequency and a change in stimulation. It was noted that etiology included an undesirable change in stimulation. It was reported that the device was interrogated, the settings were within range, and the patient reported no further surges since the fall. It was noted that the event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v673560, implanted: (B)(6) 2011, product type: lead. (B)(4).